Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 54 mg/dl. Treated with food, glucose tablets orange juice , soda water. The customer did not experience any symptoms such as a result of low blood glucose. The insulin pump will not be returned for analysis.